Event description:
Reportable based on analysis completed on 18-jan-2015. It was reported that crossing difficulties were encountered. The 70% stenosed, 36x2.8mm target lesion was located in the left main (lm) artery. A 3.00x38mm promus element ¿ long drug-eluting stent was selected to treat the target lesion but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Stent struts from the middle of the stent were bent outwards distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. The ro markerbands were examined and there was no damage noted. Their profiles met the specification. The tip of the device was examined and there was no damage noted. The profile met the specification. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the device during the procedure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).